Manufacturer narrative:
Customer has indicated that the product will not be returned because it remains implanted. Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
10 weeks post-op of a msp metatarsal shortening system procedure, the surgeon reported one of the screws is starting to back out. No patient complications were reported. The product remains implanted and the surgeon is monitoring the patient.

Manufacturer narrative:
This is a followup report to 3009540749-2020-00016, sections with no updates were left blank as per 21cfr803 sec 803.56 (c). The new information obtained and recorded in the followup does not change the initial investigation results. No product was returned to nextremity solutions for review. Root cause remains unknown. If new information is obtained which changes the outcome of the investigation results, a followup report will be submitted.

Event description:
This report is a followup to 3009540749-2020-00016 which was submitted on 21 jul 2020. It was reported on 7 sep 2020 that a revision surgery was performed on (B)(6) 2020 for the msp metatarsal shortening system that was implanted on (B)(6) 2020 due to one of the screws backing out of the msp plate, as reported in 3009540749-2020-00016. All implants have been removed and replaced with an unknown system. No patient complications were reported.